Event description:
Broken haptic during use; posterior haptic broke off during implantation. Wound stretch; product replaced with another lens immediately during surgery.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable adverse event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d9 - device available - corrected to no. The investigation was conducted, with the methods and results as noted below. The product was not returned. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 250). In addition, research in our complaint database indicated there were not any similar complaints in the same production lot numbers. The exact root cause was not determined. However, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. (B)(4). Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, an follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Broken haptic during use; posterior haptic broke off during implantation. Wound stretch; product replaced with another lens immediately during surgery.